Event description:
Ambulance personnel were attending to an asystolic patient. External pacing was attempted however, allegedly the device continuously displayed a leads message and would not pace. A backup device was obtained and used to continue treatment to the patient. There were no adverse effects to the patient reported as a result of the alleged malfunction.